Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery (B)(6) 2011 and again (B)(6) 2013 to excise the excess skin. The implanted device remains.